Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the fifth inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.